Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the monitors on the 9800 system are not coming on. There was no report of pt injury.